Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump had unexpected no delivery alarms. Customer's blood glucose value was unknown at the time of the incident. The customer states the insulin pump is rejecting the new batteries and is alarming no delivery alarm, but it is not due to a site issue. The device will not be return for analysis.